Manufacturer narrative:
Evaluation summary: one ld112 was returned and was noted to have the iris valve, the lower ring, the upper ring and the sleeve torn. No conclusion could be reached as to what may have caused the reported incident; we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the only details given was that the devices were defective. There was no patient consequence.